Manufacturer narrative:
Abbott diabetes care is submitting (B)(4) mdrs under exemption #(B)(4) per the reporting instructions specified in the december 1, 2015 retrospective summary report approval letter from FDA. (B)(4)

Event description:
The reporter contacted abbott diabetes care alleging the meter will not turn on. This MDR is being submitted as part of a retrospective review of issues related to the reportable confirmed malfunction list. There was no report of death, serious injury, or mistreatment associated with this event.